Event description:
On (B)(6) 2025, an 80-year-old man with an impella device in place was noted to have oozing at the vascular access site after the fourteen french sheath was removed and repositioning was attempted. Due to persistent oozing, the physician elected to remove the sheath and proceed with placement of an 18 french dryseal sheath. No additional clinical information was provided. Additionally, the care was withdrawn and the patient passed away. Death will be coded conservatively for both impella rp and cp.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: a. A 18fr dry seal is as inserted to solve the oozing. B. The device is discarded.

Manufacturer narrative:
Corrected: d4 (serial). Asae /major bleed: the root cause of the access site adverse event was not determined due to insufficient clinical details.